Manufacturer narrative:
Conclusion: unable to determine cause of event. Product was manufactured and sold by dow corning wright, the assets of which were purchased by wright medical technology, inc.

Event description:
Pt was revised because allegedly pt ruptured pcl and had an unstable painful knee. Worn poly found.